Event description:
An initial event notification was received by united therapeutics drug safety on 15-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 18-apr-2026. It was reported that the patient's remunity pump (serial number: (B)(6) stopped infusing and the remote (serial number: (B)(6) displayed a "searching" message. The patient experienced an interruption in therapy for an unknown period of time and stated that they did not have a functional backup system on hand. The patient was ultimately hospitalized on (B)(6) 2026 and discharged on (B)(6) 2026.

Manufacturer narrative:
The investigation into the reported event is currently ongoing. A follow-up report containing the results of the investigation will be submitted upon its completion. At this time, no additional information has been made available to millyard advanced medical products, llc for further investigation.